Event description:
It was reported that the patient underwent sling procedure in (B)(6) 2013. During three-month post-operative review, the patient experienced exposure of the mesh and the exposed mesh was removed. It was reported that the patient¿s symptoms in the area settled but the patient continued to report right groin pain and requested removal of the mesh. The patient underwent mesh removal on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.